Event description:
Event occurred in egypt. It was reported that the patient faced tape not sticking event on (B)(6) 2026, where product did not adhere after two days of use.

Manufacturer narrative:
E1:name medtronic minimed, street 18000 devonshire street, city northridge, state ca, zip code91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.